Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the issues with the customer that the staff indicated they did not hear an alarm on the overview. They could see it on the screen but could not hear it. The issue was not observed by the fse. An additional follow up visit is pending. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix indicating that some alarms are intermittently not producing sound. The device was in use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by an fse which included communication with the customer and functional testing of the system. The results of the analysis indicate the device was functioning. The issue was not observed by the fse; however, since the issue was alleged to be intermittent, a replacement speaker was ordered as a precaution. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measure, a replacement speaker was ordered; however, the replacement speaker was returned by the customer without being used. Further service/repair has been declined. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.